Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which led to a pump shutdown. The customer provided a blood glucose (bg) level of 375 mg/dl, and also indicated that bg was "good" at the time of the shutdown. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. Multiple contact attempts were made by tandem technical support to determine if the issue persisted after fully charging the pump; however, the customer did not respond.